Event description:
The original mrh femoral construct was revised from a large to medium mrh distal femur at the age of (B)(6). Two years after this surgery, the pt showed on x-ray as having a fracture at the junction of the 4mm offset adapter and the mrh femoral boss. This was revised on (B)(6) 2010, to a distal femoral gmrs component with a 19mm straight stem with 30mm stem extender. Tibial insert and sleeve were revised and bumper, axle and bushings replaced. The femoral component was loose and easily removed. The femur was resected by 76mm. The offset adapter nut was removed and an attempt was made to back slap the stem out of the canal. This was unsuccessful so a further resection of the femur was made to allow the offset adapter to be undone and removed from the stem. A trephine was used to ream around the stem to a point where it was able to be removed with a slap hammer. The canal was reamed up to 18.5mm then 19mm when it was found that the canal was too tight. Then a 19 x 155mm straight pressfit stem was implanted with a 30mm stem extender. A gmrs femur was implanted and tibial insert, bushings, axle and sleeve replaced.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR #9610726-2010-00447, 9610726-2010-00448.